Event description:
Customer reported receiving imprecise readings on their adc meter. They reported readings of 23.7mmol/l, 19.1mmol/l, 4.8mmol/l and 5.7mmol/l, obtained within 10 minutes. When plotted on the parkes error grid, the readings fell within the "c" zone showing the difference in the values is considered clinically significant. There was no report of serious injury, death or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation and a final report will be submitted when the investigation is complete.